Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No further complications have been reported. The returned bipolar head was evaluated and from the measurements taken of the implant, the inside bearing surface was undersized by 0.0002 inches. It is believed the item was non-conforming when manufactured as this could not have occurred from any other processes. The cocr head inside the outer head did not rotate smoothly. (B)(4) has been initiated for these products.

Event description:
It was reported that during a hip surgery on (B)(6) 2014, the surgeon noticed that after assembling a cocr head in the bipolar head, the rotation was not smooth. Surgeon used another bipolar head without any further issue.